Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced an occlusion while using the ilet with an inset infusion set, resulting in an obstruction of insulin flow with blood glucose reaching 280 mg/dl. The alert persisted until the user performed a full supply change, after which normal operation resumed, and replacement supplies and troubleshooting education were provided. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included a missed insulin dose. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed findings consistent with a deformation-related problem affecting the connector/coupler and resulting in obstruction of flow. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.